Manufacturer narrative:
Examination of returned used product, item 00507126700, found blade damage and broken hub. The broken hub was returned for evaluation. Examination was performed per print (B)(4), rev-ab. Root cause cannot be determined, however, based upon photo and IFU; a possible cause of this event could be excessive bending or twisting force to the blade. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of four reports, regarding four devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid contact of blades with cutting blocks, retractors or other instrumentation. Damage to blade or instrumentation may occur. Metal fragments may cause injury to patient or user. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to blade, bur or instrumentation may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 00507126700, oscillator blade, coated, 19.5 x 95 x 1.27 mm device was used on (B)(6) 2025, and ¿a saw blade broke during an arthroplasty surgery and a piece fell into the patient. Fortunately, everything was retrieved successfully and no patient harm has been reported.¿ the procedure was completed with the use of a new 5071-267 saw blade and a delay of one minute. A photograph showed the blade had broken at the hub. Further assessment found "the small piece in the picture broke off and fell into the wound and was retrieved.¿ there was no injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.